Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, when they closed the pulmonary vein, the stapler and reload did not fire. The surgeon was able to press the green button and the handle did not squeeze. The director replaced the device to complete the case. There was no patient injury.